Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went to threshold suspend when sensor reading was 56 mg/dl but blood glucose was 186 mg/dl. Troubleshooting was done for sensor versus blood glucose reading. During the troubleshooting, customer reported possible scar tissue and bent cannulas. The customer was educated regarding difference of sensor and blood glucose readings and was advised customer to do a complete set change. No further information provided.